Event description:
It was reported the patient underwent revision of the pump pocket, due to positioning issues. There were issues with the position of the pump in relationship to the patient's wheelchair and belt. During the procedure, the hcp suspected the csf looked abnormal and some was sent for a culture. It was discovered the patient had meningitis and the patient was recommended for device removal. See MFR report# 2182207-2008-02662.